Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer confirmed the error code. The customer also stated they already replaced the flow sensor assembly. The remote service engineer (rse) provided the customer with the part number of the solenoids and data acquisition (da) printed circuit board assembly (pcba). At a later time, onsite service was provided. An authorized service provider (asp) went onsite and replaced the da pcba to resolve the reported issue. The asp replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.